Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that while charging the pump battery became hot. Multiple temperature alarms occurred. Pump was in normal room temperatures. Customer used another adapter and power source; however, the alarm continued. Customer's blood glucose was with range (value not provided). Reportedly, customer reverted to using another pump for insulin therapy.